Event description:
Procedure type: CABG (coronary artery bypass graft). According to the reporter: the product broke while tying on the mammary: there was a 30 minute delay time in or. The surgeon used more of the same suture until procedure was over. There was no tissue damage reported or pt injury.